Event description:
Additional information was received that exchanging the modular cable and system controller resolved the driveline power fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Event log files were submitted and downloaded for evaluation and data from the reported event date of (B)(6) 2024 was reviewed. On (B)(6) 2024 at 12:19:42, 12:32:26, 12:36:15, 12:36:17, 13:03:22, 13:28:14, and 14:30:54, power b broken faults activated. The power b broken faults triggered driveline power fault alarms to activate at 12:36:17. At 14:14:59, the alarm was silenced, consistent with the reported information of the clinic clearing the alarm. The driveline was disconnected at 14:53:24 and the system controller was shutdown at 14:53:53. The returned heartmate 3 system controller (serial number (B)(6) was functionally tested with the returned modular cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Information provided by the account stated that exchanging the system controller and modular cable resolved the alarm. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a driveline power fault. The alarm cleared under settings. The patient was held for additional instructions, and it was noted that the alarm did not reoccur. The log file captured driveline power b faults on (B)(6) 2024. The system controller and the modular cable were exchanged with no issues.